Manufacturer narrative:
The biomedical engineer reported that upon reboot the central nurse's station (cns) was getting display resolution error. Nihon kohden technical support found that the display configuration that they had was not standard. Technical support assisted with correcting the configuration and after that was all completed, the unit was rebooted and the cns software started without issue and the secondary display mirrored the primary display per the customer's request. No further issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that that upon reboot the central nurse's station (cns) was getting display resolution error. Nihon kohden technical support found that the display configuration that they had was not standard. Technical support assisted with correcting the configuration and after that was all completed, the unit was rebooted and the cns software started without issue and the secondary display mirrored the primary display per the customer's request. No further issues. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that user reboot device in error. Upon booting up, device shows resolution error. Device has dual display. The main display is 50-inch lcd connected to dvi. The secondary display is 24-inch connected via hdmi. Display monitors were connected to the cns via 3rd party dvi/hdmi video card. The display set up has been modified by user. Nk tech support assisted customer in resolving the resolution error by adjusting the resolution and rebooted the device. Investigation conclusion: although the customer stated that the device was rebooted in error by user, causing the resolution error message upon reboot, details on the inadvertent user error was not provided. The issue was resolved after resolution adjustment. Customer has not reported additional resolution error incidents. Due to display setup having been modified by customer, the performance could not be guaranteed. With unknown variable, the root cause of this incident could not be determined. Additional action is not warranted at this time. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 additional device information: d11 & c2: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Additional information: b4 date of this report f6 date user facility/importer became aware of the event f7 type of report f11 date report sent to FDA f13 date report sent to manufacturer g4 date received by manufacturer g7 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer reported that that upon reboot the central nurse's station (cns) was getting display resolution error. Nihon kohden technical support found that the display configuration that they had was not standard. Technical support assisted with correcting the configuration and after that was all completed, the unit was rebooted and the cns software started without issue and the secondary display mirrored the primary display per the customer's request. No further issues. No patient harm was reported.